Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (b)4)2018 .explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that both the leads looked posterior but the doctor replaced them anyways. The cause of the issue was not determined. All the impedances of the old leads were within the normal limits prior to removal. The patient's pain had been resolved and the representative noted that they were doing much better. No further complications reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient had pain at lead and pocket. X-ray and MRI were taken. Revision is being done on (B)(6) 2018. The issue has not been resolved at the time of this event. Rep will obtain information from health care professional (hcp). No surgical intervention occurred. Surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.